Event description:
A surgeon implanted the express mini glaucoma shunt device in patient's left eye in 2003 with no complications. The surgeon reports that the device rotated 90 degrees causing conjunctival erosion. Patient experienced flat anterior chamber 2 month later, and choroidal effusion 1 week after that. The device was explanted the following day, with no complications. The surgeon stated that in his preliminary opinion, this incident does not appear to be device related. No further information is available at the time of this report.